Event description:
No new additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the additional information and correction to the previously submitted report. Updated fields: h2, h6, h11. Corrected field: h11. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunction was identified during the device evaluation: noise occurred. A definitive root cause could not be identified. Based on the results of the investigation, noise occurred due to a malfunction in the scope connector when connecting the scope to the system. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device exhibited a connector error. The issue was found during set up / inspection for use (during set up in room / before patient in room). There were no reports of patient involvement.

Manufacturer narrative:
Based on the results of the investigation, a definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.